Manufacturer narrative:
The smiths medical pump was returned with no physical damage noted on the device. Functional testing was performed on the system and found that the pump failed the psi test. The customer's stated issue was verified and the issue was found to be a faulty downstream occlusion sensor. The sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed pressure testing. There was no patient involvement at the time of the event. There were no reported adverse events.